Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance values greater than 3000 ohms. It was noted that there were fractures on this lead. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.